Event description:
The customer reported that the ready for use indicator shows a solid red x and that they have to remove the battery and ac power module then reconnect power to get it to come back on.

Manufacturer narrative:
(B)(4). The customer reported that the ready for use indicator shows a solid red x and that they have to remove the battery and ac power module then reconnect power to get it to come back on. The device was evaluated at philips. The symptom could no be duplicated. There was no trouble found with the device. We are considering this a malfunction but cannot determine the cause because the symptom could not be reproduced.